Event description:
It was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod for a couple hours. The pod reportedly fell off the infusion site (stomach), causing the cannula to dislodge and leak insulin. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event.